Event description:
A malfunction alarm was reported. There was no reported impact to the customer¿s blood glucose level. The pump was reset, but the error persisted. The device was returned for inspection, and a replacement pump was provided.